Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch declaration that reported the following information: "freestyle libre 2 glucose monitor is reading about 3 times lower than actual blood reading and my father was relying on its functionality to inject his insulin. His glucose monitor showed 53 and his actual blood reading was 129. The second time his monitor reading was 78 and his actual blood reading was 361. This is outrageous. He was hospitalized as his blood sugar started going nuts due to poor tools to administer a highly sensitive drug. Blood tests were accurate. Freestyle libre reading if 53 or 78 completely off." Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch declaration that reported the following information: "freestyle libre 2 glucose monitor is reading about 3 times lower than actual blood reading and my father was relying on its functionality to inject his insulin. His glucose monitor showed 53 and his actual blood reading was 129. The second time his monitor reading was 78 and his actual blood reading was 361. This is outrageous. He was hospitalized as his blood sugar started going nuts due to poor tools to administer a highly sensitive drug. Blood tests were accurate. Freestyle libre reading if 53 or 78 completely off." Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.